Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc leaked leakage occurred during drug infusion.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information.